Manufacturer narrative:
The investigation has been completed. The user facility reported that the staff used a working equipment for the procedure. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not use a pointed or hard object to press the switches on the front panel of this instrument. This may break the switches.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the front panel or the bottom chassis was damaged because excessive loads deviating from recommended use conditions were applied instantaneously (for example, this product was bumped against a hard object accidentally).

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found the corroded pins inside video connector causing unstable image. There is a faulty main board causing no image (patient information only on screen). The front panel was damaged. Browning on lamps a & b. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that in preparation for use there was damage to the rectangular connector on the left-hand side of the video system and some signs of arcing. It has some blackened fins. There is enough of an arc to cause some damage. User states the device does work. There was no patient involvement. No additional information was provided.